Event description:
MFR report #: 3010668881-2025-00005. The product was used in a case at (B)(6) hospital. The first case involved a right upper lobectomy in 2019, where the product was divided into 8-12 pieces and placed in the right middle lobe following the right upper lobectomy. Two years after the first case, fungal infection was observed, and re-thoracotomy was performed in 2021. (Surgical intervention was performed as oral medication did not result in improvement.) During the re-thoracotomy, it was confirmed that the product remained in the body. The retained condition was almost the same as at the time of placement, and it was immediately identifiable as the product. A 2-3 mm membrane had formed around the product, and fungus was confirmed throughout the lung, raising concerns that the product may have become a source of infection and fungal growth. The product was removed as much as possible, and there were no issues with the patient's prognosis. 2019: used in surgery. 2021: thoracotomy performed due to fungal infection, two years after the first use. 2025: on august 8, during a presentation at the facility, dr. (B)(6) shared information about this case and raised questions.